Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue likely occurred due to procedural factors. Since the subject device was not returned to olympus for evaluation, the root cause could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the single use fiber spontaneously broke into the patient's ureter during a flexible ureteroscopy and was retrieved. The patient was undergoing a stone removal by urinary cystoscopy and placement of a jj catheter. The procedure was prolonged by 5 minutes and was completed with a similar device. The patient was discharged from the outpatient surgery unit the same day without any reports of patient harm.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.